Manufacturer narrative:
Initial report sent: 9/28/2007.

Event description:
Procedure type: colorectal re-anastomosis. According to the reporter: during the colorectal re-anastomosis, the resident dr experienced difficulty inserting the trocar through the tissue and also activating the device. After taking over, the attending surgeon was able to activate and apply the device, however, he experienced difficulty removing it from the pt. After manipulation the device was removed from the pt and tissue around the anvil was noticed. Allegedly the device did not fully cut the tissue which was described as "thick and crumbly".